Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was 100% paced during the procedure, so no heart rate change was observed and blood pressure remained consistent. There was a slight pericardial effusion noted prior to the start of the case. The cause of this effusion was uncertain. A double curve watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. During the transseptal they slipped off of the septum approximately three times when bringing the needle out to tent the septum. When they were able to stay on the septum and bring the needle out, the needle advanced without the need of rf energy. An effusion sweep at this point was performed and no notable increase in the effusion was found. The 27mm device was attempted with three deployments. The tug tests were fairly aggressive and the device shifted proximal on each tug test. In the process of downsizing to a smaller, 24mm device, the effusion was noted to be larger right before the 24mm device was deployed. The 24mm was deployed once but again did not pass the tug test and was removed. A pericardiocentesis was performed and approximately 1000ml was removed and the effusion slowed but did not stop. The patient went to surgery to stop the effusion. The patient is expected to make a full recovery and was discharged on (B)(6) 2021.